Event description:
It was reported that the ilet experienced intermittent connectivity with both the cgm and the mobile app, including a ¿three lines¿ display on the ilet home screen, which resulted in the device not properly reading glucose and the user experiencing hyperglycemia with a reported peak of approximately 410 mg/dl for several hours; the user administered corrective insulin by injection, reset the mobile app, reestablished unified connections among the ilet, dexcom g7, and phone, and replaced the g7 sensor with successful pairing after which the user planned to delay reconnection to account for active insulin. Symptoms included high blood glucose without reported dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included self-management at home without hospitalization or medical intervention beyond troubleshooting and education. Investigation included technical troubleshooting with app reset, communication re-pairing, and sensor replacement. Investigation of this case revealed intermittent communication issues between the ilet, cgm, and mobile app that resolved after re-pairing and sensor replacement, with no additional adverse sequelae reported. It was concluded that hyperglycemia occurred in the setting of intermittent device communication, and the event resolved after reconnection and sensor replacement, with the specific root cause remaining unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.